Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. A day after the event onset, the patient was hospitalized and was treated with amikacin injection (250mg in one bag, intraperitoneal, ongoing) and reflin injection (500mg in one bag, intraperitoneal, ongoing) for peritonitis. Two days after the event onset, the patient was discharged from being hospitalized and was recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.